Manufacturer narrative:
H.6. Investigation summary: customer returned (10) used 31g x 6mm, 0.3ml relion insulin syringes from lot 9007870. Consumer reported needle hubs on 10 syringes staying in shield when shield removed, also 1 other syringe from this same box found a syringe that would not draw up insulin. All 10 returned samples were examined, and it was observed that 9 syringes exhibited the needle-hub/shield assemblies separated from the syringe barrels; no damage to the barrel tips was observed. The 1 syringe that did not exhibit a separated needle-hub/shield assembly was examined and tested for flow using water: the syringe was unable to draw up water. This sample was then wire tested: the wire could not pass through the length of the cannula, and would hit a hard material, likely excess adhesive, while being through the cannula. This adhesive clog would be the reason why the consumer was unable to draw up insulin, as reported. A review of the device history record was completed for batch # 9007870 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failures. As per investigation completed by manufacturing, "on 30jul2019, holdrege received (10) used 31g x 6mm, 0.3ml relion insulin syringes from lot 9007870. The samples were decontaminated per hstr-17 and hqa-68 prior to evaluation. A visual evaluation of syringes found (9) syringes with no needle assemblies attached to them. The needle assemblies were separate from the syringes. There did not appear to be any damage to the tip of the barrel, or anywhere on the syringe. There did not appear to be any damage to the core pins. (1) syringe with no obvious manufacturing defects. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Tip-2019-37 was implemented on 10jul2019 for increased sampling for needle hub separates in 0.3ml. (B)(4) 07aug2019. A visual evaluation of the (10) syringe returned from the customer, 1 syringe appeared to have the adhesive clog inside the cannula. Process summary: ¿the racks carrying the hub with cannula move further down along a rail, a pullout device moves the cannula out a small distance for adhesive to be applied. ¿during the parts pass under the corona treater pins and exposed to an ion rich corona field, which increases surface energy wettability to aid in the adhesion of the adhesive to the hub. ¿the cannula is then re-inserted into the hub with vacuum. ¿the pim inspection systems looks for adhesive clogs and rejects the needle assemblies in the process. Root cause for this defect cannot be determined. Looked for notifications or maintenance calls pertaining to the complaint, nothing was noted. No root cause can be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that 10 relion® insulin syringe hubs separated from their syringes during use, and 1 relion® insulin syringe had difficult plunger operation while attempting to draw up insulin. The following information was provided by the initial reporter: needle hubs on 10 syringes staying in shield when shield removed. Also 1 other syringe from this same box found a syringe that would not draw up insulin. Feels the needle was not "cut."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 relion® insulin syringe hubs separated from their syringes during use, and 1 relion® insulin syringe had difficult plunger operation while attempting to draw up insulin. The following information was provided by the initial reporter: needle hubs on 10 syringes staying in shield when shield removed. Also 1 other syringe from this same box found a syringe that would not draw up insulin. Feels the needle was not "cut."